Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the sample. Visual examination found foreign matter adhered to the plunger rod rib. Testing of the sample determined that the foreign matter was not biological but, the test was inconclusive in determining the composition of the foreign matter. Bd was unable to determine the exact manufacturing root cause of the failure since the test results came back inconclusive. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch was in compliance with our product specification requirements.

Event description:
It was reported that organic foreign matter was found in the barrel of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. The following information was provided by the initial reporter: "bd 30 ml syringe luer-lok tip bulk sterile convenience pak had what appears to be organic matter in the plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that organic foreign matter was found in the barrel of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. The following information was provided by the initial reporter: "bd 30 ml syringe luer-lok tip bulk sterile convenience pak had what appears to be organic matter in the plunger."